Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 7 cm descending thoracic pseudoaneurysm approximately 5 years ago. The proximal aortic neck was over 3 cm and 36 mm in diameter. The distal neck was 23 to 25 mm in diameter. Both a proximal and distal type I endoleak were noted during the index procedure, so the physician elected to implant an additional talent proximal extension and an additional talent distal extension, with successful result. Approx 29 months post-implant, a type I or type iii endoleak was observed, and the physician elected to implant another talent graft, with successful results. Approx 53 months post-index procedure, a type I endoleak was identified and repaired with another manufacturer's device. The aneurysm was 8.8 cm at the time of this second repair, and access vessels were not calcified or tortuous. No additional clinical sequelae were reported and the pt is fine. The investigator assessed there was a relationship between the event and the device. The investigator assessed event as unk if related to the procedure. The investigator assessed there was a relationship between the event and the disease.

Manufacturer narrative:
Other (required secondary intervention. Evaluation results and conclusions: endoleak. Other - lack of information (unk cause of the endoleak).